Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Cause was not known. The customer to address the low bg by drinking a soda. Customer declined troubleshooting and declined to provide any more information.